Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 6 november 2020: lot 1900590: 25 items manufactured and released on 20-may-2019. Expiration date: 2024-05-05. No anomalies found related to the problem. To date, 24 items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery performed after 15 days from the primary surgery due to infection. The surgeon revised the insert and performed a washout (diar). There was no cultures growth from the swabs taken but clinically the patient has an infection.